Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery is stuck inside of the insulin pump and cannot be removed. The customer was advised to discontinue pump therapy and return the insulin pump. The customer's blood glucose was 500 mg/dl.

Manufacturer narrative:
The insulin pump was received without a battery installed. The battery tube was inspected and no damage or anomaly noted. The battery was then inserted into the battery tube and removed several times without any difficulties. Pump powered up properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.